Event description:
During the index procedure an endeavor stent was implanted in the prox cx.during the procedure an intramural hemorrhage was noted at the distal side which was treated with bail out stenting placement of a second endeavor stent. The investigator has indicated that the event was not related to the study device. The physician doesn't allege it was caused by the endeavor stent but consider procedure-related. The patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.